Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a sensor glucose and blood glucose discrepancy and also a crack at the battery tube side. The customer reported a blood glucose value of 31 mg/dl. The customer reported hypoglycemia was treated with emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-342, mmt-1884, mmt-7040a, mmt-441ak. Troubleshooting was performed for sensor glucose and blood glucose, and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose value from the reported event was 64 mg/dl, and the blood glucose value from the reported event was 31 mg/dl, and the difference was not within the target range and more than 30%. Troubleshooting was performed for low blood glucose, and the customer was using the insulin pump within 48 hours of the reported low blood glucose event, and the auto mode feature was active. Troubleshooting was performed for damage, and the customer stated that the functionality was affected. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884 was requested, and the customer response was the device will be returned. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-441ak.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was received with cracked battery tube threads, cracked case at the battery tube side and cracked case at the corner of the belt clip rail. The following were noted during visual inspection: missing display window cover, scratched case, faded serial number label and pillowing keypad overlay. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 03-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 03-mar-2025 in the pump history file and found 2 pump error 130 on 02/25/2025, lost sensor alerts on 02/26/2025, 02/27/2025 and on 03/02/2025, a low battery alert (104) on 02/27/2025 04:26:00.000, a changebatteryfault (73) on 02/27/2025 13:57:00.000, offnopower (11) on 02/27/2025 14:28:00.000 and battoutlimit (6) on 02/27/2025 15:56:28.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 3/16/2025 6:26:56 pm. There was no power data available for the date of 02/27/2025. Unable to check power data for low battery alert, changebatteryfault (73), offnopower (11) and battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump passed the functional testing. No pump error 130 noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. No damage noted on the motor. Pump error 130 was found in the pump history file, problem isolated to the motor. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the force sensor, motor and vibrator assembly. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Cosmetic damage was confirmed at the back of the pump. Pump error 130 was found in the pump history file, problem isolated to the motor. Found moisture damage on the electronic assembly during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.